Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The 3mensio provided shows minimal tortuosity as aligned with the reported "low" tortuosity present in the access vessels. As the minimum luminal diameter was reported as 6.0mm, the right side was likely used. The vessel appears sufficiently sized for use of the 14f esheath+ (minimum luminal diameter >5.5mm). Some calcification was present in the right access vessel which could have impacted trackability past these regions, although "low" calcification was reported. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported events were unable to be confirmed with no returned device or procedural/device imagery. It was reported, "few different maneuvers they were able to successfully advance and deploy the valve". It is possible for insertion angle to be a contributing factor as it is unknown what angulation was used. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Additionally, some calcification was present in the 3mensio, despite the "low" levels reported, and calcification is known to reduce the vessel lumen diameter and may increase restriction leading to resistance. Although these factors (insertion angle, calcification) remain potential contributors, with the use of lubrication and "different maneuvers", the delivery system was able to be inserted through the sheath successfully. A conclusive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaints for difficulty advancing the commander delivery system with s3u crimped valve through the esheath has been previously identified in product risk assessment (pra)

Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra resilia valve via transfemoral approach, while introducing the initial 23mm valve, and delivery system, into the 14fr e-sheath, the implanters were struggling to get the valve past the partially expandable portion of the sheath, even with using lubrication. After evaluation and several attempts to advance the valve, it was decided to remove the delivery system and valve with the sheath and prep a new 14fr e-sheath. After removing the initial system there was no visual damage to the sheath, valve, or delivery system. A new delivery system, and 23mm valve, were prepped and advanced. Additional lubrication was added to the sheath and delivery system, as well as additional dilation of the sheath, there was still struggle and resistance advancing the 2nd device system, but after a few different maneuvers, they were able to successfully advance and deploy the valve. After the delivery system and sheath were removed, there was a dissection below the access site above the femoral bifurcation. The implanter was able to wire the vessel from the contralateral side and ballooned the vessel and successfully tacked the vessel open and regained flow to the lower extremity. The patient was discharged home. The devices will not be returned for examination.